Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and the resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the force sensor was out of calibration and the resistance measurement was out of specification. There was evidence of contamination on the force sensor assembly. Correction number: 2531779-03/24/2010-003-r.